Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial cell ingrowth on both eyes at almost 8 year post-operative exam. A flap lift was performed the day it was discovered. At one month post op exam of the epithelial removal, the epithelial ingrowth had re-occurred on the right eye only and a second lift was performed. Eight days later after the second lift was performed, the post op exam revealed there was no epithelial ingrowth noted. Visual acuity without correction was 20/20 on right eye and 20/20 on left eye.